Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was found leaking during compounding with a citrate premix. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, a small mark was observed on the front top left of the bag. Under microscopic examination, a small tear/hole was found which appeared to be from a puncture. Functional testing was performed, and a slow leak was observed in the area indicated. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.